Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of the pd treatment. The patient's contact reported fluid began leaking out of a bent pin. There was no fluid in or on the cycler and treatment was cancelled. The patient's contact was advised to reset up the cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler. The pdrn clarified that the leak was coming from a bent stay-safe pin connector nearest to end of the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. The actual sample was visually inspected and no damage was found on patient connector; the sample was found acceptable. In addition, the sample was tested in the cycler machine and no leak were detected on patient connector or other issues were detected. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. During the evaluation of the actual sample was not confirmed the alleged failure stated in the complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of the pd treatment. The patient's contact reported fluid began leaking out of a bent pin. There was no fluid in or on the cycler and treatment was cancelled. The patient's contact was advised to reset up the cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler. The pdrn clarified that the leak was coming from a bent stay-safe pin connector nearest to end of the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.